Event description:
When using the hospira lifecare pca w/mednet pumps the nurse had a problem with the pump reading the vial. The vial being used was fentanyl and being filled by our pharmacy. The nurse requested another vial and she experienced the same problem. While this was happening the pharmacy received a call from another floor that was experiencing the same problem. After investigating they discovered there were a bad lot of vials. Six cases were returned to the manufacturer.